Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with needles breaking off after use. The following has been provided by the initial reporter: it was reported that the needles are cracking or breaking off when closing. Event description states, we just received a complaint regarding 21g needles cracking or snapping off when closing. Lot number 9065802. So far per information below we had three (sites) complaining.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for the safety shield cracking or breaking off when closing with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with needles breaking off after use. The following has been provided by the initial reporter: it was reported that the needles are cracking or breaking off when closing. Event description states, we just received a complaint regarding 21g needles cracking or snapping off when closing. Lot number 9065802 so far per information below we had three (sites) complaining.